Event description:
A loss of therapeutic effect was reported. Stimulation occurred in the wrong location. Pt was unable to get specific coverage of his pain and feels as though the programs available to him do not change much from one program to another. Pt states problem started 3 months ago, after he reached for something. This resulted in a change in stimulation of the device, felt by the pt. Additional info is requested and will be provided when available.

Manufacturer narrative:
(B)(4)